Event description:
Presented with a very large diffuse posterior/cerebeller high-flow avm with multiple aneurysms. Pt had previously hemorrhaged from ruptured pica wide-neck aneurysm. After discussing treatment options with neurosurgeons, clinician proceeded to coil the ruptured ptca aneurysm. Clinician easily accessed with a synchro 14 wire and echelon 14 90 degree pre-shaped micro catheter. First coil initially selected would not stay in aneurysm (6x7 atlas). The coil "looped" into parent artery. A larger 3d coil was selected (7x8 atlas) to frame the aneurysm. Coil appeared to lay perfectly except the last "1/2 cm" portion. Clinician commented on the "resistance" felt with the remaining few mm's of coil undeployed. As clinician pushed the remaining "1/4-1/2" cm into the aneurysm, he quickly recognized the protruding coil (rerupture). Clinician immediately detached the 7x8 atlas, then successfully deployed seven additional coils. Aneurysm was embolized. However, pt icps were significantly high and never stabilized despite invasive drainage treatment.